Event description:
It was reported to medtronic minimed that the customer experienced issue with the cartridge. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. Customer states trouble with insulin fitting in the cartridge holder. Customer will discontinue use of the device. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports: cartridge holder does not lock in-place. Trouble with insulin fitting in the cartridge holder per visual inspection: no physical damage to cartridge holder was noted. Front cap shell won't lock in place successfully. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Insulin vial slide into cartridge holder successfully locking it in place properly. In conclusion: inpen received with no physical damage to cartridge holder. The cartridge holder locks properly. Therefore, the customer concern of cartridge holder being damaged could not be confirmed. However, inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.